Manufacturer narrative:
(B)(4). Concomitant medical products: 157444, m2a-magnum mod hd sz 44mm, 043710, 11-103205, taperloc por lat fmrl 11x142, 405500, 139256, m2a magnum tpr adpr ti dia42-5 0/0mmt1, 222650. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02106. Product location unknown.

Event description:
The patient¿s legal counsel reported that the patient underwent right hip arthroplasty. Legal counsel further reports patient underwent a revision procedure due to patient allegations of pain and possible pseudotumor secondary to the metal-on-metal bearings. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmerbiomet will continue to monitor for trends.

Event description:
A patient underwent an initial right hip arthroplasty. Patient was revised approximately 7 years after the initial surgery due to pain, allergic reaction, limb length discrepancy, dislocation, loosening of the acetabular cup, bone loss. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Revision op notes confirm that the patient underwent a right hip replacement on (B)(6) 2016, during the procedure the surgeon noted a loosened acetabular component was found migrated medially beyond the medial wall of the pelvis and loosened, the medial defect was packed with cancellous chips that were obtained from 2 femoral head allografts, additionally, the hip was dislocated. Indications also mentioned shortening and a limp. The patient was negative for infection. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.